Event description:
A malfunction was reported with malfunction code 24, and the issue had no clear impact on the customer¿s blood glucose level as it was unknown or declined. The customer was provided with a replacement pump by cts, instructed to put the pump in storage mode before returning it, and will use multiple daily injections as a backup therapy. Cts arranged for a ups pickup for the return of the problematic pump, ensured the training for the replacement pump was available to the customer, and confirmed the customer understood all instructions.